Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Asp complaint ref #: (B)(4).

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of decontamination issue and system risk analysis (sra). ¿trending analysis of the decontamination issues issue for the sterrad® 100s unit was reviewed for the prior six months from open date and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the issue could not be verified as no problem was found with the sterrad sterilizer or the decontamination process. The sterrad 100s sterilizer cycle completed successfully and the information provided by the customer concluded they followed the IFU. In addition, the healthcare worker has a history of allergies. The customer is no longer reprocessing their n95 masks for re-use. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Regarding the 3m n95 mask, model 1860s, the hcw reported she had her own mask that is marked with her name. She wore it on a previous shift and was worn only when going into a patient¿s room. At the end of the shift, the mask was placed in a pouch that was dry and with no visible soil or damage. The pouch was sealed and placed in a bin marked for decontamination which then goes to the sterile processing department. The mask was decontaminated one time on 4/22/2020 in the sterrad® 100s sterilizer. After the cycle completed, the pouch was opened and aerated immediately after and for approximately 20 hours before the mask was used. The mask was then returned to the respiratory department in a clean bin and was ready for use by the hcw. The hcw stated the decontaminated mask had a strong odor but did not notice any residue or moisture on the mask. She thought the mask had a good fit, and her last fit test was in (B)(6) 2019 during her yearly exam. She reported she wears n95 masks and other surgical masks on a regular basis at work, but this is the first time she experienced an allergic reaction to a mask. Asp complaint ref #: (B)(4).

Event description:
A customer reported a healthcare worker (hcw) experienced an allergic reaction after wearing a 3m n95 mask (model 1860s) that was decontaminated in a sterrad® 100s sterilizer standard cycle. The hcw stated the symptoms began within 10-15 minutes after placing the mask on their face and included a burning sensation and redness underneath the mask and an uncomfortable burning sensation in the throat. The hcw went to employee health and was told to apply benadryl cream to the affected area and returned to work. Shortly thereafter as the hcw was washing her face with water, it began to swell and she immediately went to the emergency room (ER) of the hospital. In the ER, the hcws heart rate was 148-149 per minute and blood pressure was 170/110. The ER nurse noted the neck and chest were red and blotchy. She was given solumedrol and benadryl intravenously (IV) and the blotchy areas went away. Her vital signs were re-checked approximately 45 minutes after the IV was given, and the vital signs were within normal limits. The ER physician diagnosed an allergic reaction, and the hcw was sent home and told to take the following day off from work also. She was given prednisone for 5 days which she completed and benadryl every 6 hours as needed. The hcw reported the redness and burning sensation on her face and throat were gone the next morning and she returned to work two days after the event. She stated the swelling in the face was ¿not as puffy¿ and gradually went away that evening. There were no further symptoms and she stated she is feeling fine. The hcw has a history of ventricular tachycardia. She does not take any medication for this but had a cardiac ablation 10 years ago which was effective. The hcw has a history of seasonal allergies, but no known drug allergies. She stated she is hypersensitive to many things including lotions, soaps and makeup and reported a previous allergic reaction and rash from head-to-toe to certain laundry soap, and even had a severe skin reaction to an adhesive pad on a medical device. The patient¿s symptoms resolved after receiving medication by IV and the patient is doing fine.